Event description:
Unomedical reference number (B)(4) event occurred in the united states. The patient reported issues with approximately 5-6 infusion sets, where tubing came off from where the tubing was attached to the clip that attached to the site. Further, he stated that the tubing did not come off right away when he first inserted it, but maybe a few hours or a day later. At the time of the incident his blood glucose level was reported to be approximately 300 mg/dl. Moreover, there was no damage when the package was first opened. No further information available.